Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that while placing triple lumen PICC and flush shot out of yellow rubber stopper and when tried to aspirate-got air bubbles from too large of hole in yellow stopper. Had to hold finger over guidewire hole to use. Additional information received on (B)(6) 2023: it was reported that "during the PICC insertion, I attempted to flush, and the saline sprayed out of the clear silicone piece that the stylet goes through. When I attempted to aspirate blood, I pulled back air. I had to hold my thumb firmly over the end in order to flush and assess for blood return. No patient harm. The outcome was successful single lumen PICC placement.